Event description:
During the review of the cl tx I noted oversensing on the atrial channel in 2 stored episodes. The signal is consistent with conducted 60hz ac power. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).